Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer was treated for high blood glucose with manual lantus injection. The customer reported they have not contacted their health care provider regarding the unexplained high blood glucose. The customer declined further high blood glucose troubleshooting. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer rewound the pump. The customer received 7 motors errors and 1 motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a back up place.